Event description:
A hospital nurse reported that a cup from a reusable forceps broke off and fell into a patient during a bronchoscopy procedure. The piece was successfully retrieved and there were no complications associated with the event.